Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported, "screen freezing." No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was verified operationally and functionally. Alarm alert conditions with audio and visual status indicators were functioning. The device's screen was fully responsive and all points on the screen are functional and no issues with the touch screen were observed. A secondary failure was found, wherein the speaker had an intermittent connection and would stop working when its cables were moved around. A service history record review reveals that this unit was in the field for over two (2) years with no previous issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported, "screen freezing." No consequences or impact to patient were reported.